Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate lesion. However, upon the first inflation, the balloon ruptured at 5 atmospheres after a duration of 6 seconds. The device was completely removed from the patient's body and the procedure was completed with another 4.0 x 40, 40cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.